Event description:
It was reported that an asahi gaia next 2 guide wire got stuck with an unspecified concomitantly used balloon catheter in the right coronary artery (rca) during a percutaneous coronary intervention (pci) to treat a moderately calcified 75-80% stenosed lesion in the rca. Removal attempts were made with an unspecified balloon catheter, microcatheter, and snare, but failed. The subject gaia next 2 guide wire did not fracture but got stuck in the lesion with a concomitant balloon catheter. Therefore, the patient was transferred to a university hospital to undergo arterial resection to remove the devices. It was informed that the patient remained in the intensive care unit (ICU) but returned to the initial medical facility after the surgical treatment.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Investigation result: device evaluation could not be performed because the affected device was not returned. Lot history record review: lot history review of the reported gaia next guide wire could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Conclusion: based on the obtained information and referring to known similar events, it was presumed that the subject gaia next 2 guide wire was trapped together with its concomitant balloon catheter due to anatomical and lesion conditions. Although it was concluded that the reported event was not attributed to product quality, it was concluded that surgical removal of the stuck devices were additional treatment and therefore a reportable health hazard. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] during use of the guide wire, check and monitor the movement of its tip under fluoroscopy. Do not use in areas of vessel that are not or cannot be visualized. [Precautions] guide wires are delicate instruments and should be handled carefully. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Failure to do so may cause damage to this guide wire. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Always advance or withdraw the guidewires slowly and carefully. [Malfunction and adverse effects] difficulty in removal